Event description:
T was reported that a patient enrolled in a clinical study underwent a right total hip arthroplasty on (B)(6) 2004. Subsequently, patient underwent an irrigation and debridement of the right hip on (B)(6) 2004, due to serosanguinous wound drainage.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, ¿early or late postoperative, infection, and allergic reaction." Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2.

Manufacturer narrative:
This follow-up report is being filed to relay this is a duplicate report, which was unknown at the time of the initial medwatch. Please reference medwatch reports 1825034-2013-01415 / 01417.